Event description:
Patient had a left ventricular assist device (lvad) placed. Femoral arterial line used during initial post insertion phase was removed by rn. Catheter was fractured at the hub. Patient is being taken to interventional radiology for removal of retained catheter.

Event description:
Patient had a left ventricular assist device (lvad) placed. Femoral arterial line used during initial post insertion phase was removed by rn. Catheter was fractured at the hub. Patient is being taken to interventional radiology for removal of retained catheter.